Event description:
It was reported that atrial events were not being marked on the implantable pulse generator (ipg) electrogram. The ipg was reprogrammed to collect the atrial electrogram instead of the summed electrogram. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076 implantable pacing lead (B)(6) 2011. (B)(4).